Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Blood glucose was not impacted. Customer cleared the alarm to address the issue.